Event description:
Hospital reported that during a procedure, extravasation of 25cc's occurred into the pt's left antecubital vein. Warm compresses were applied and pt was given information on how to care for the site. Pt returned to the ER later that day and cold compresses. An ultrasound was performed to check for blood clots. Pt was given anti inflammatory medication and was sent home. As per instructions from the hospital, the pt returned the next day and the swelling had gone down since the previous day.

Manufacturer narrative:
Hospital declined to have the injector checked by a medrad service representative. Hospital also declined additional applications training.